Event description:
The customer reported that the alarm has multiple damages to it, but did not specify exactly what was wrong with the alarm. The customer did not specify when they discovered the issue. There was no patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product found the battery door is missing and there is corrosion on the flat battery contacts due to battery leakage. The warning label has a cut down the middle. The hold/suspend button is missing. The unit powers and passes all functional tests except hold/suspend due to button missing. Note: instructions for use has a warning statement: if there is any evidence of battery leakage, remove the alarm from use and notify the appropriate facility authority. Do not use the alarm and do not attempt to clean it if there are any signs of battery leakage such as corrosion, rust or white powder residue. (B)(4).